Manufacturer narrative:
(B)(4). This is one of three related mdrs. Please refer to MDR 9610905-2017-00076 and 9610905-2017-00077. Reference exemption number e2017029.

Event description:
Sternal plate broke and was removed from the patient on (B)(6) 2017.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The device history records could not be reviewed due to the lot number not being provided by the customer. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.